Event description:
It was reported that the tip of the impactor broke. The event occurred during set up or inspection, no patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and confirmed the impactor has burrs on the outside of the device and gouges along the threads. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A relationship between the device and the reported incident is corroborated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.